Event description:
The site reported the following: a jetstream xc 2.1 atherectomy set was being used to treat an in-stent restenosis. After treatment was completed the physician noted a distal thrombus that may or may not have been present prior to the procedure. The physician attempted to retract the thrombus with a manual extraction device but the thrombus was pushed further downstream and occluded the tibial artery. The physician then used an angiojet device and was able to remove most of the thrombus; however, some thrombus still remained. The physician then chose to perform surgery for removal of the remaining thrombus. The overall procedure was successful in restoring blood flow and the patient was discharged from the hospital.

Manufacturer narrative:
The catheter used during this procedure was discarded at the site and was not available for investigation. In this reported event, the jetstream catheter was being used in a previously placed stent. The treatment of in-stent restenosis is an off-label use of the jetstream atherectomy system. This event is considered to be a reportable event due to the association between the jetstream device and noted event. This information does not constitute an admission that the device, the company of its employees caused or contributed to a reportable event.